Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a steady increase in pli measurements was noted between 2004 to 2012. The lead was found coiled up in the pocket via x-ray, in january. Impedance measurements remained the same 7 months following device change-out. Lead was capped and replaced.